Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and completed the device evaluation. The instrument was analyzed and found to have a severely bent grip, where one grip finger was bent sideways. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no error was detected during the surgery. The fault was detected after the procedure. It was not known if a fragment fell or if the instrument collided with another.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the tenaculum forceps instrument had a defective tip. There was no reported injury.